Event description:
Report received of the numbers on the display screen independently changing. During routine cleaning of the device, it was reported that after the control knob was turned to the clear volume setting position, the numbers on the display increased independently. There were no reports of any adverse pt events while this device was in clinical service. Though requested, no additional information was provided.